Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy, bleeding beyond normal was indicated by the surgeon, and it was necessary to finish the sealing with the clamp. Inadequate stapling was indicated by the surgeon, since the entire structure was within the staple line, before the cut line, and yet it did not staple until the end. The same issue happened again, but this time, with a thinner vase. The patient remained stable during the procedure and is doing well. However, this caused a delay in surgery and the use of extra reloads. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 11/11/2020. Investigation summary. The analysis found that one pve35a device was returned with no apparent damage and with three reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reloads b, c and d: t5cz23, fully fired.